Manufacturer narrative:
A steris service technician inspected the sterilizer and found a crack in the rubber boot attached to the copper drain line going to the floor drain. The technician repaired the sterilizer, ran a test cycle and confirmed the sterilizer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer's drain line. No report of injury.